Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photos confirm the reported issue of the phaco tip broke off in the patients left eye. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The report of phaco tip broken is confirmed based on the photos attached to parent complaint. However, because a sample was not received and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the photos attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a phacoemulsification (phaco) tip broke off in the patients left eye intraoperatively during the phaco phase of the cataract procedure. The broken tip was removed and the procedure was completed with a new phaco tip. There was no patient harm. The sample was not available for a return. Additional information was received from the company representative indicating that shortly after beginning the phacoemulsification on a dense lens, the phaco needle tip was noted to have broken off the phaco needle (a 6mm piece of needle was left embedded in the lens nucleus, completely severed from the phaco handpiece). The broken needle fragment was removed and a new phaco needle was installed and the procedure was completed without incident.